Manufacturer narrative:
Reported event: an event regarding disassociation, abnormal ion level and infection involving an accolade stem which was mated with a lfit v40 cocr head was reported. Disassociation was confirmed. The event of abnormal ion level and infection was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion/assessment: there was disarticulation of an lit v40 cocr head from a tmzf accolade stem. Severe trunnionosis was noted on unlabeled x-rays. Infection was noted at the time of revision surgery, but other evidence thereof was not provided. There was a paucity of medical records provided for review. Event confirmation: failure of the head-trunnion interface and trunnionosis with severe wear can be confirmed by x-rays. A revision surgery can be confirmed. Infection cannot be confirmed. Excessive metal levels cannot be confirmed. Device recall cannot be confirmed. Root cause: the root cause of the revision surgery was failure of the head-stem interface and severe trunnionosis and wear. The root cause of the trunnionosis cannot be confirmed without additional information. Increased metal levels cannot be confirmed but would be associated with the trunnion wear. Infection was not confirmed so a root cause cannot be ascertained. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: the reported accolade stem was mated with an lfit v40 cocr head. The cocr head has been identified to be within scope. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2009 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood. Update 11/07/2023: per med review, there was disarticulation of an lit v40 cocr head from a tmzf accolade stem. Severe trunnionosis was noted on unlabeled x-rays. Infection was noted at the time of revision surgery.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level, wear and infection involving an accolade stem which was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: confirmation: an event, a revision surgery, was confirmed. Metallosis was noted intra-operatively. However, the catastrophic failure, trunnionosis and infection noted in the operative note could not be confirmed. Injuries, recall, and/or excessive levels of metal in the blood could not be confirmed. Root cause: a root cause could not be ascertained without additional records. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. The event was not confirmed and the root cause could not be identified. No further investigation for this event is possible at this time. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6), 2009 and was revised on (B)(6), 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: not performed as the device lot details were not provided. Complaint history review: not performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2009 and was revised on (B)(6) 2020. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.